Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("no metal wire is received with this specimen or inside the fallopian tube lumen/metallic wire in the right mid-abdomen/retained essure device within the intraabdominal cavity"), device breakage ("retained foreign body fragments, unspecified material") and embedded device ("foreign body embedded in omentum.") In an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of headache, lumbar spondylosis, urinary tract infection, obesity, cervical dysplasia, abortion, pelvic pain, parity 5 and multi gravida. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and embedded device (seriousness criterion medically important). The patient was treated with surgery (bilateral laparoscopic salpingectomy,hysteroscopy done on (B)(6) 2016). At the time of the report, the outcome of device dislocation was unknown. Essure was removed on (B)(6) 2016. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: a single metallic density surgical staple is seen a few centimeters above the iliac crest. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.626 kg/sqm. [X-ray] on (B)(6) 2016: findings: there are no findings on the radiograph to suggest a retained iud. A single metallic density surgical staple is seen a few centimeters above the iliac crest. This could represent an object on the operative field used to secure the operative drapes. A single surgical staple within the soft tissues of the abdomen could be present at the site of laparoscopic instrument insertion. Cortical correlation required. Impression: single static image from fluoroscopic c-arm assistance within the operative room as described. No radiopaque foreign bodies of the size or shape to suggest a retained iud on the image; (date unknown): demonstrated it to be within the peritoneal cavity in the right upper quadrant. [X-ray] on (B)(6) 2016: findings: there are no findings on the radiograph to suggest a retained iud. A single metallic density surgical staple is seen a few centimeters above the iliac crest. This could represent an object on the operative field used to secure the operative drapes. A single surgical staple within the soft tissues of the abdomen could be present at the site of laparoscopic instrument insertion. Cortical correlation required. Impression: single static image from fluoroscopic c-arm assistance within the operative room as described. No radiopaque foreign bodies of the size or shape to suggest a retained iud on the image; (date unknown): demonstrated it to be within the peritoneal cavity in the right upper quadrant. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage,dislocation,embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical device removal updated to device dislocation, device breakage,embedded device.reporters,patient information,medical history,lab data,removal date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 351 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 351 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("no metal wire is received with this specimen or inside the fallopian tube lumen/metallic wire in the right mid-abdomen/retained essure device within the intraabdominal cavity"), device breakage ("retained foreign body fragments, unspecified material") and embedded device ("foreign body embedded in omentum.") In an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of headache, lumbar spondylosis, urinary tract infection, obesity, cervical dysplasia, abortion, pelvic pain, parity 5 and multi gravida. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and embedded device (seriousness criterion medically important). The patient was treated with surgery (bilateral laparoscopic salpingectomy,hysteroscopy done on 25-jul-2016). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: a single metallic density surgical staple is seen a few centimeters above the iliac crest. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.626 kg/sqm. [X-ray] on (B)(6) 2016: findings: there are no findings on the radiograph to suggest a retained iud. A single metallic density surgical staple is seen a few centimeters above the iliac crest. This could represent an object on the operative field used to secure the operative drapes. A single surgical staple within the soft tissues of the abdomen could be present at the site of laparoscopic instrument insertion. Cortical correlation required. Impression: single static image from fluoroscopic c-arm assistance within the operative room as described. No radiopaque foreign bodies of the size or shape to suggest a retained iud on the image; (date unknown): demonstrated it to be within the peritoneal cavity in the right upper quadrant. [X-ray] on (B)(6) 2016: findings: there are no findings on the radiograph to suggest a retained iud. A single metallic density surgical staple is seen a few centimeters above the iliac crest. This could represent an object on the operative field used to secure the operative drapes. A single surgical staple within the soft tissues of the abdomen could be present at the site of laparoscopic instrument insertion. Cortical correlation required. Impression: single static image from fluoroscopic c-arm assistance within the operative room as described. No radiopaque foreign bodies of the size or shape to suggest a retained iud on the image; (date unknown): demonstrated it to be within the peritoneal cavity in the right upper quadrant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Event device dislocation is updated to embedded device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.